Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it as reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Lastly, it was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 280 mg/dl.